Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with metal exposed. There is also evidence of charred marks found on the jaw of the device. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the similar reported events, the cause for the damaged teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the teflon pad on the grasping section of two devices prematurely peeled off. It is unknown if there is metal exposed. It was reported that no device fragment fell into the patient. The intended procedure was completed with a different device. There was patient injury reported. This is report 1 of 2.